Event description:
The customer reported that the system had a communication error and locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface board and the display adaptor were replaced during the service call. The system was tested and found to be working as intended and put back into service.